Event description:
During a pulse field ablation (pfa) procedure for pulmonary vein isolation, a faradrive steerable sheath clear was selected for use. During preparation, the scrub technician noted saline leakage from the flush port while flushing the sheath. Upon inspection, a crack was identified in the flush port of the device. The sheath was replaced, and the procedure was completed without any patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock revealed cracks on the sides of the flush port. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked locations.

Event description:
During a pulse field ablation (pfa) procedure for pulmonary vein isolation, a faradrive steerable sheath clear was selected for use. During preparation, the scrub technician noted saline leakage from the flush port while flushing the sheath. Upon inspection, a crack was identified in the flush port of the device. The sheath was replaced, and the procedure was completed without any patient complications. The sheath has been received at boston scientific's post market laboratory.